Event description:
Indication: nonfamilial hypogammaglobulinemia/ common variable immunodeficiency, unspecified. Spontaneous report. Pt reports while starting hizentra infusion, the spring broke on the pump and cannot infuse. Medication was already drawn up and now a loss. Unknown when or where pt received pump from as we have not shipped a pump to pt, serial number unk. It was not reported if pt missed a dose or experienced an adverse event due to product complaint. Unknown if defective pump is available for return. No additional information was provided. Reported to (B)(6) by pt/caregiver.